Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. A replacement surgery was performed, and it was noticed that the system was empty, but the origin of the fluid leak was not identified. No patient complications were reported.